Manufacturer narrative:
Investigation pending.

Event description:
Caller reported discrepant troponin (tni) results on the triage cardiac panel compared to the siemens vista. A (B)(6) male pt presented with shortness of breath. Pt was admitted for atrial fibrillation and is still in the emergency room. Whole blood, edta sample was taken. No invasive procedures were performed based on the triage results. EKG not provided. No other product information provided.